Event description:
It was reported that during a hand assisted laparoscopic gastric bypass, upon removal of the device, the flexible inner ring tore from the silicone sheath. The or time was extended by 15 minutes. The case was completed with a like device with no pt consequence.